Event description:
It was reported that the device sterility was compromised. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, a hair was found inside the sterile packaging. The device was discarded and the procedure completed with another of different device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. G4: premarket / 510(k) #: k213593.

Event description:
It was reported that the device sterility was compromised. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, a hair was found inside the sterile packaging. The device was discarded and the procedure completed with another of different device. There were no patient complications.

Manufacturer narrative:
G4: premarket / 510(k) #: (B)(4).